Event description:
It was reported that the device had a latch/lock issue. The event occurred during testing. Device analysis revealed a cracked downstream occlusion seal.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a cracked downstream occlusion seal. Functional testing was able to verify the reported problem. The service history review had no indication that the complaint was related to a service of the device within the review period.